Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has no access to sound with her ci. No accident or trauma as reported. The pt will be seen at the clinic in one month's time for further eval.